Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. During the evening, the pt complained of lower quadrant pain and became hypotensive. The groin puncture site was soft when palpated, however the pt continued to complain of pain in the right lower quadrant. An ultrasound was performed which revealed a pseudoaneurysm. Thrombin was injected and a repeat ultrasound was performed 2 days later. Another thrombin injection was administered and another ultrasound performed. The pt was given one unit of blood. No further complications were reported.